Manufacturer narrative:
Rec¿d report date. MFR rec¿d date. The field service engineer performed evaluation and confirmed the reported problem. Customer requesting the part number and price of he exhalation flow sensor. The field service engineer was informed by the customer that replacing the exhalation flow sensor resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support stating that unit failed exhalation flow accuracy testing. The customer reported no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit failed exhalation flow accuracy testing. The customer reported there was no patient involvement.